Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the alleged operative complications experienced by the patient. If additional information is received a follow-up MDR will be submitted to the FDA. This complaint is being reported due to the following conclusion: the initial reporter claimed that the patient's small bowel was punctured while undergoing a da vinci-assisted surgical procedure. However, the cause of the operative complication is unknown.

Event description:
On (B)(6) 2017, intuitive surgical, inc. (Isi) received FDA voluntary report mw5066629 with the following event description: on (B)(6) 2016 my son, (B)(6) had his gall bladder removed at (B)(6) hospital by robotic surgery. Two days later I took him to the ER where it was discovered that his small intestines had been punctured during surgery. Ultimately, he had to have small bowel resection, he had peritonitis, etc. List all current prescription medications and medical devices being use: none, just finished a 2-pack, as he was just diagnosed with pneumonia. List all over-the-counter medications: none (advil for pain) occasionally, when he cannot stand it. On (B)(6) 2017, isi contacted the initial reporter. However, the initial reporter was unwilling to provide any additional information regarding the reported event. The following information is unknown at this time: hospital name where the da vinci-assisted surgical procedure was performed and the name of the surgeon who performed the surgical procedure.